Event description:
One patient sample with discrepant ca 19-9 results. Initial result gave 40 iu/ml; sample repeated two times giving result around 5 iu/ml - exact patient results not provided. If additional information is received, appropriate notification will be provided.